Manufacturer narrative:
The customer reports that both hard drives on the cns (central monitoring system) failed. The device was returned to nihon kohden and evaluated, and the reported issue was confirmed. Replaced both hard drives to resolve the issue. The repaired device was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reports that both hard drives on the cns (central monitoring system) failed.

Manufacturer narrative:
The customer reports that both hard drives on the cns (central monitoring system) failed. The device was returned to nihon kohden and evaluated, and the reported issue was confirmed. Both hard drives were replaced to resolve the issue. The repaired device was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.